Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extended periods of bleeding"), skin irritation ("irritation to the skin"), discomfort ("excessive discomfort"), mental impairment ("poor mental health") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, mental impairment and feeling abnormal outcome was unknown. The reporter considered discomfort, feeling abnormal, genital haemorrhage, mental impairment, pelvic pain and skin irritation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extended periods of bleeding"), skin irritation ("irritation to the skin"), discomfort ("excessive discomfort"), mental impairment ("poor mental health") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, mental impairment and feeling abnormal outcome was unknown. The reporter considered discomfort, feeling abnormal, genital haemorrhage, mental impairment, pelvic pain and skin irritation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.